Manufacturer narrative:
The described behavior occurred due to a servicing error brought about by multiple interlock errors on the unit within the environment of a recently installed safety update. Deinstallation of this particular safety update at this site did not resolve those interlock issues until an additional update was applied to the unit. With both updates combined, and correctly installed, the unit is working as specified.

Event description:
It was reported that during an exam, the left gantry door support arm impacted the rotating frame during rotation. The upper gantry door and several associated components on the rotating frame were damaged. The pt on the table at the time of the event initially reported no injuries. The customer subsequently reported that the pt had "superficial scratches on his right arm" as a result of the event. There was no record of treatment. This info came from an ER nurse who was treating the pt's other injuries (the pt had fallen off a truck).